Event description:
Boston scientific received information that right ventricular (rv) pace/sense lead exhibited low, out of range pacing impedances. Current daily measurements show impedance measurements have returned to normal. Thresholds and sensing were reported to be normal and stable however while reviewing therapy history noise was noted to be oversensed. There were no reports of pacing inhibition as patient is not pacemaker dependent. No adverse patient effects were reported. Insulation damage is suspected. The associated device is nearing replacement time and no replacement procedure has been scheduled at this time. As of today the lead remains in service.

Event description:
Additional information received indicates that this lead exhibited high out of range pacing impedances, loss of capture (loc) and a lead fracture was suspected. There was no asystole greater than two seconds in duration as patient was not pacemaker dependent. The lead was surgically abandoned and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.